Event description:
It was stated that the customer passed away from sudden cardiac arrest. The customer was wearing the insulin pump at the time of death. It was also stated that the customer was hospitalized for low blood glucose levels prior to his death. No blood glucose reading was provided. Arrangements were made to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.